Event description:
During a remote follow up, it was noted inappropriate atp was delivered. It was suspected the inappropriate atp was due to physiological fluctuations of ventricular tachycardia (vt) rates which is due to device programming. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.